Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one grip bent, causing an offset at the tips near the top of the clip groove. As a result, the clip could not be properly released from the grips. An additional observation related to the customer-reported complaint was that the clip applier instrument failed the clip test due to misapplication of the clip, meaning that the instrument passed engagement and was able to retain the clip through engagement but could not apply the clip. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument would not hold the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clip applier would not hold a clip. When the site loaded the clip, it fell out. They were using the medium-large clip for the medium-large clip applier from teleflex. The issue was resolved by opening another clip applier to use. There was no harm or injury to the patient. The clip fell off outside the patient.